Event description:
It was reported that during a magnetic resonance imaging, the patient experienced electrical shocks throughout their entire body. The magnetic resonance imaging was interrupted and from that point on, the implantable pulse generator would no longer connect with the remote control or clinical programmer. The patient underwent a implantable pulse generator replacement procedure and has fully recovered.

Manufacturer narrative:
The explanted implantable pulse generator (ipg) was received in the lab, and it could not communicate with either a remote control or clinical programmer. The battery was cut open and found that it had been completely depleted to zero volts. The battery internal impedance measured open. The battery was replaced by an external power source for investigation. Internal electrical testing revealed exhibited excessive sleep current leakage, a hot spot on u1 application-specific integrated circuit, and low vh, high voltage, impedance. Due to the application-specific integrated circuit damage, the device was not responsive, and the database analysis could not be performed. Based on the results of laboratory testing and available information, engineers concluded that exposure to high frequency current associated with electrical diathermy likely caused electrical shorts within the ipgs asic u1. This circuitry damage resulted in the subsequent impact on device inability to connect with the remote control or clinician programmer.

Event description:
It was reported that during a magnetic resonance imaging, the patient experienced electrical shocks throughout their entire body. The magnetic resonance imaging was interrupted and from that point on, the implantable pulse generator would no longer connect with the remote control or clinical programmer. The patient underwent a implantable pulse generator replacement procedure and has fully recovered.